Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained from two levels of non-vitros mas omni immune controls generated using vitros ipth reagent lot 1605 on a vitros 5600 integrated system. Mas lot oim2111 level 1 results of 26.1, 28.4, 26.8 and 27.4 pg/ml vs. The expected result of 19.8 pg/ml. Mas lot oim2112 level 2 results of 91.5, 90.0 and 89.8 pg/ml vs. The expected result of 67.4 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results were obtained from a non-patient quality control fluid and were not reported from the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from two levels of non-vitros mas omni immune controls generated using vitros ipth reagent lot 1605 on a vitros 5600 integrated system. A definitive assignable cause could not be determined with the information provided. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same qc fluid using an alternate lot of vitros ipth. An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction and acceptable results were obtained using alternate vitros ipth reagent lot without performing any actions to the vitros 5600 integrated systems. Patient sample correlations performed by the customer between reagent lots produced acceptable results. Continual tracking and trending does not indicate a systemic issue with vitros ipth lot 1605. Email address for contact office above is (B)(4).